Event description:
The rotator broke during a left ventriculogram procedure.

Manufacturer narrative:
Device evaluation: the device was received but the evaluation is not competed. A review of the device history record did not reveal any exception documents. Complaint database review found no similar complaints for this lot number. Conclusions: a follow-up report will be submitted when the device evaluation has been completed.